Event description:
Exoseal was being used in a femoral puncture. Upon using the device the doctor (B)(6) said it misfired and needed to be sent to risk management. The event abated after use stopped or reduced. Used to close femoral artery puncture.